Event description:
Same case as MFR report #: 3005099803-2008-00827. It was reported that during an endoscopic retrograde cholangiopancreatography procedure, two extractor retrieval balloons burst. The extractor balloon was inserted into the common bile duct and inflated to remove a stone fragment. Upon applying a "small amount" of pressure on the stone, the balloon burst. A second extractor balloon was inserted and inflated to remove the stone fragment and also burst following application of a "small amount" of pressure. The procedure was completed with a stone basket. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.